Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was noted on the right ventricular lead via (B)(6) ventricular, the lead was fractured. Also noted was the patient has a nickel allergy. The lead was explanted.